Manufacturer narrative:
Customer reported problem was repeated, duplicated multiple times during functional test. Air detector sensor was defective and inoperable. A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. Operator of device is unknown. Initial reporter also sent report to FDA is unknown. This remediation MDR was generated under protocol (B)(4), as a result of warning letter (B)(4).

Event description:
It was reported that the device is showing air in line message. No patient injury was reported.